Manufacturer narrative:
The balloon catheter afapro28 with lot number 98533 and the data files were returned and analyzed. The data files showed system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was received on the date of the event. The data files showed at least one application was performed with the returned catheter that was unstained for about 16 seconds without any system notice. Nine applications were performed with a non-returned catheter afapro28 with lot number 88056 on the date of the events without any issue. Visual inspection of catheter showed there is blood inside the inner balloon. Smart chip verification indicated the catheter was used for one injection. The catheter failed the performance test upon connecting to the console due to system notice (B)(4). The dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist at 1.6 inches from the tip of the catheter. Pressure test showed the breach at the same points of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.